Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix e/x mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 5 months post implant of composix ex, patient was diagnosed with infection, obstruction, adhesion and inflammation thereby underwent removal of mesh. The instructions-for-use supplied with the device lists infection, adhesion and inflammation as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix e/x mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of composix e/x mesh. Per operative notes, "the hernia was reduced internally, containing predominantly omentum, and several fenestrations were noted in the midline in the previous abdominal surgery. A composix e/x mesh was placed into the abdomen and tacked." (B)(6) 2017 - patient was diagnosed with small bowel obstruction, adhesions thereby underwent laparoscopic repair. Per operative notes, "there were dense adhesions up to the mesh. The mesh was apparently a ptfe on the underside and tacks were visible as well. The adhesions were taken down easily except for just below the midline. The mesh was divided and the small bowel was then completely eviscerated." (B)(6) 2017 - patient was diagnosed with infected intraabdominal mesh thereby underwent repair with removal of mesh. Per operative notes, "there were more dense adhesions were identified. The mesh was completely removed in all sides with tacks." Attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection and pain.